Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on the correct way to press the button, confirmed the shipping address, and arranged for a replacement pump to be sent while the customer used a manual backup therapy to ensure insulin delivery was not interrupted.